Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient underwent surgical intervention to explant the scs system.

Manufacturer narrative:
Results: the complaint of "patient discomfort" was not confirmed. As received, the ipg passed communication and charging tests with lab equipment. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Visual inspection of the returned products did not reveal any anomalies that would have contributed to the complaint. Returned incomplete leads were cut into four segments. All lead segments passed the functional test. Visual inspection of the two anchors revealed instrument cut at distal end of the anchors. Damage appears to be while the leads were explanted. The anchors functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.